Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal spring electrode. Associated with this was stretching of the proximal spring electrode. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact functionality of the lead.

Event description:
It was reported that during a change out procedure for an unrelated product performance issue with the chronic right ventricular (rv) lead, the physician decided to attempt upgrading the patient from a dual chamber pacemaker to a cardiac resynchronization therapy defibrillator (crt-d). When attempting to implant this rv shocking lead, the gore coating pulled back. Thus the lead was attempted and not implanted. This same situation occurred with another lead, so the physician opted to place a bradycardia rv lead and leave the dual chamber pacemaker in service. No adverse patient effects were reported.